Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) was undergoing an ablation procedure. The ICD was programmed to pace and sense in the ventricle at 40 beats per minute. It was reported that every time electrocautery was used the patient would go asystolic. Subsequent information indicated that the electrocautery mode was not initially enable on the ICD, once this feature was programmed on, no further trouble was noted.